Event description:
Boston scientific provided the following information: this rv lead was removed due to high threshold. The tip broke off as it was embedded in rv and physician could not get it out. Everything else went fine. Lead will not be returned. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.